Event description:
It was reported the pump system was replaced (B)(6) 2010. The pump was filled with 40 ml lioresal 2000 mcg/ml and was delivered at a rate of 750 mcg/day. On (B)(6) 2010, the patient experienced increased spasticity. On (B)(6) 2010, 39.7 ml was aspirated from the reservoir; the expected reservoir volume was 37.4 ml. There were no pump alarms. The patient received boluses of medication and responded to them. On (B)(6) 2010, it was reported, there was difficulty aspirating fluid in the catheter access port. An xray did not show any visible catheter kink or dislodgement. It was later reported that the physician, at the request of the patient's father, replaced the entire system on (B)(6). During surgery, it was discovered that the catheter was kinked in the pump pocket. The patient's dose was decreased to 600mcg. On (B)(6), the pump dose was readjusted down to 400mcg daily "since he was getting too much." The pt seemed to be doing fine. It was further reported that the catheter was explanted also. The pt was doing better. The pump dose was now at 400 mcg. It was also reported that the this had been an ongoing issue for the patient's parents. See manufacturer's report #3004209178201004790 regarding (B)(6) 2010 pump replacement. The patient's father believed, the new pump was malfunctioning and "wanted yet another one". The patient was doing better with a new catheter location and pump.

Manufacturer narrative:
(B)(4).